Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss could not be confirmed as the plunger, suture, link, posterior needle and cuffs were not returned. In the absence of all components returned for analysis, a conclusive cause for the reported needle to cuff miss could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted using two proglide devices with a 9fr sheath prior to an interventioanal procedure in the left main and left anterior descending coronary arteries with an intra-aortic balloon pump. Reportedly, the "sutures/ feet did not catch" for both proglide devices. Hemostasis was achieved with two other proglide devices using the preclose technique. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device and the preclose technique. No additional information was provided.